Manufacturer narrative:
(B)(4). (B)(6). The devices will not be returned to the manufacturer as they have been used. Therefore they will not be analyzed. The device history record has been reviewed. No discrepancies were found. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that there was a rupture on the inner bag and some of the cement was falling away. The cement was used.

Event description:
It has been reported that there was a rupture on the inner bag and some of the cement was falling away. The cement was used. They used two cement packs of the same reference and batch in this surgery and both had this same issue.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. An investigation has been performed, consisting of a documentary review. The documentary review showed that products were manufactured according to the pre-defined specifications of biomet france. No product analysis was performed because the product was used during surgery and was not returned. According to the available data, the exact root cause of the event cannot be determined but the most probable root cause could be a packaging issue. Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.